Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the evacuation bypass valve (ebv) was causing the control failures. The fse replaced the ebv to address the reported issue. The repairs were verified as per service procedures. (B)(4).

Event description:
The customer reported positive quality control failing low on their iq 200 system. There were no erroneous patient results generated. There was no change to patient treatment.